Manufacturer narrative:
Evaluation summary: (B)(6) 2011, mechanical markings at commissure 3 are noted onto the free margins of leaflet 2 and leaflet 3. Minor creases are noted in the cusp area of leaflet 1 and leaflet 2. Non through disruption, not through the entire thickness of the tissue, measures to approximately 6mm in leaflet 3. The valve was sent to research and development for functional testing. Method: x-ray. Additional manufacturer narrative: (B)(6) 2011 research and development concluded with the following: this valve was explanted at implant due to a "strange bend in one of the leaflets and a very thin white kind of line on 2 of the 3 leaflets". Several bends and lines were identified that may potentially be the items referred to by the surgeon; however none matched the surgeon's description sufficiently well to merit a positive identification. None of these items would be expected to pass the quality assurance inspection performed by edwards. The morphology of each of these items indicates that they were probably created during or after explantation. Functional testing demonstrated that none of these items negatively affected the hydrodynamic performance of the valve.

Manufacturer narrative:
Device has not been received for evaluation. Echo cd has been requested, but not received. Until the device is received for evaluation, we are unable to discern the cause of the regurgitation. There are several potential causes for regurgitation at implant of a bioprosthetic valve. These can include suture loop (inadvertent looping of the suture around the post that compromises the leaflet coaptation), and damage to the wireform during the implant process. The surgeon mentions "p.v. Leak" which could be either paravalvular leak (between the sewing ring and the annulus) or perivalvular (from within the sewing ring and/or stent assembly). Of the two, perivalvular leak often resolves spontaneously after protamine administration and can be clinically insignificant. This will hopefully be determined at evaluation. A device history record review is in progress.

Event description:
Reportedly, the device was explanted at implant due to regurgitation discovered on echo. Sales rep reported "it is a special case of explant because he never implanted the device durably, he had to take it out again before he ended the intervention. He took it out because he saw a strange bend in one of the leaflets and he also mentioned that there was a very thin white kind of line on 2 of the 3 leaflets. The surgeon asked that we take back the valve and send it as a complaint to see if it is device related or not. Surgeon's report stated: prosthetic valve regurgitation - p.v. Leak.